Event description:
A customer observed biased patient results on the vitros 5.1 system while doing a phbr correlation study. Patient results were not reported. Biased results may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation of the event found that immunowash dispense volume was not accurate. An ocd field engineer performed adjustments to the well wash system. Control results following service were precise and accurate. Patient results obtained during a post service correlation study are also acceptable. The root cause of the event is instrument related.